Event description:
It was reported that customer is experiencing high and low blood glucose levels. It was reported that the insulin pump alarmed no delivery and motor error. Customer's blood glucose reading was 85 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime tests. The motor passed motor test. No motor error alarm was noted. The low reservoir alarm function worked properly during test. No excessive no delivery alarm noted. The insulin pump and one touch ultra-link meter functioning and communicating properly. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.